Event description:
A malfunction alarm with code "malf 12" was reported, and there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, but the malfunction code recurred after the reset. Consequently, technical support decided to replace the pump. The customer will use multiple daily injections (mdi) as backup therapy. The customer confirmed understanding of instructions to put the pump into storage mode and return it using a pre-paid label.